Event description:
Discrepant sodium results were obtained on an advia 1800. These results were reported to health care providers who questions the results. The samples were rerun and twenty eight corrected results were issued. There were no reports of patient intervention or adverse health consequences due to the discrepant sodium results.

Event description:
Discrepant sodium results were obtained on an advia 1800. These results were reported to health care providers who questions the results. The samples were rerun and twenty eight corrected results were issued. There were no reports of patient intervention or adverse health consequences, due to the discrepant sodium results.

Event description:
Discrepant sodium results were obtained on an advia 1800. These results were reported to health care providers who questions the results. The samples were rerun and twenty eight corrected results were issued. There were no reports of patient intervention or adverse health consequences due to the discrepant sodium results.

Event description:
Discrepant sodium results were obtained on an advia 1800. These results were reported to health care providers who questions the results. The samples were rerun and twenty eight corrected results were issued. There were no reports of patient intervention or adverse health consequences due to the discrepant sodium results.

Event description:
Discrepant sodium results were obtained on an advia 1800. These results were reported to health care providers who questions the results. The samples were rerun and twenty eight corrected results were issued. There were no reports of patient intervention or adverse health consequences due to the discrepant sodium results.

Event description:
Discrepant sodium results were obtained on an advia 1800. These results were reported to health care providers who questions the results. The samples were rerun and twenty eight corrected results were issued. There were no reports of patient intervention or adverse health consequences due to the discrepant sodium results.

Event description:
Discrepant sodium results were obtained on an advia 1800. These results were reported to health care providers who questions the results. The samples were rerun and twenty eight corrected results were issued. There were no reports of patient intervention or adverse health consequences due to the discrepant sodium results.

Event description:
Discrepant sodium results were obtained on an advia 1800. These results were reported to health care providers who questions the results. The samples were rerun and twenty eight corrected results were issued. There were no reports of patient intervention or adverse health consequences due to the discrepant sodium results.

Event description:
Discrepant sodium results were obtained on an advia 1800. These results were reported to health care providers who questions the results. The samples were rerun and twenty eight corrected results were issued. There were no reports of patient intervention or adverse health consequences due to the discrepant sodium results.

Manufacturer narrative:
The customer was directed to replace the sodium electrode. Subsequent to that, the instrument produced correct results. A siemens healthcare field service engineer (fse) was sent to the customer site to verify operation of the instrument. The fse cleaned a small amount of possible salt deposit from around the mixing bowl overflow area, performed a buffer prime, calibration of the ise module and acceptance test protocol. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer was directed to replace the sodium electrode. Subsequent to that, the instrument produced correct results. A siemens healthcare field service engineer (fse) was sent to the customer site to verify operation of the instrument. The fse cleaned a small amount of possible salt deposit from around the mixing bowl overflow area, performed a buffer prime, calibration of the ise module and acceptance test protocol. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer was directed to replace the sodium electrode. Subsequent to that, the instrument produced correct results. A siemens healthcare field service engineer (fse) was sent to the customer site to verify operation of the instrument. The fse cleaned a small amount of possible salt deposit from around the mixing bowl overflow area, performed a buffer prime, calibration of the ise module and acceptance test protocol. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer was directed to replace the sodium electrode. Subsequent to that, the instrument produced correct results. A siemens healthcare field service engineer (fse) was sent to the customer site to verify operation of the instrument. The fse cleaned a small amount of possible salt deposit from around the mixing bowl overflow area, performed a buffer prime, calibration of the ise module and acceptance test protocol. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer was directed to replace the sodium electrode. Subsequent to that, the instrument produced correct results. A siemens healthcare field service engineer (fse) was sent to the customer site to verify operation of the instrument. The fse cleaned a small amount of possible salt deposit from around the mixing bowl overflow area, performed a buffer prime, calibration of the ise module and acceptance test protocol. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer was directed to replace the sodium electrode. Subsequent to that, the instrument produced correct results. A siemens healthcare field service engineer (fse) was sent to the customer site to verify operation of the instrument. The fse cleaned a small amount of possible salt deposit from around the mixing bowl overflow area, performed a buffer prime, calibration of the ise module and acceptance test protocol. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer was directed to replace the sodium electrode. Subsequent to that, the instrument produced correct results. A siemens healthcare field service engineer (fse) was sent to the customer site to verify operation of the instrument. The fse cleaned a small amount of possible salt deposit from around the mixing bowl overflow area, performed a buffer prime, calibration of the ise module and acceptance test protocol. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer was directed to replace the sodium electrode. Subsequent to that, the instrument produced correct results. A siemens healthcare field service engineer (fse) was sent to the customer site to verify operation of the instrument. The fse cleaned a small amount of possible salt deposit from around the mixing bowl overflow area, performed a buffer prime, calibration of the ise module and acceptance test protocol. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer was directed to replace the sodium electrode. Subsequent to that, the instrument produced correct results. A siemens healthcare field service engineer (fse) was sent to the customer site to verify operation of the instrument. The fse cleaned a small amount of possible salt deposit from around the mixing bowl overflow area, performed a buffer prime, calibration of the ise module and acceptance test protocol. The instrument is performing within specifications. No further evaluation of the device is required.